Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that no lead issues were noted via imaging and the impedance, pacing and sensing values for the ra lead were normal in the office. The patient will continue to be monitored.

Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead exhibited high out of range pacing lead impedance measurements for an unknown reason. The physician has opted to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.